Event description:
The physician had encountered difficulties accessing the lesion in a narrow and highly calcified side branch of the iliac artery with other guidewires. After several attempts to access the lesion with the subject device it was reported that the device 'pushed into the wall' and into the heavily calcified area. There was no injury to the vessel. The distal end broke off and was removed from the patient with the microcatheter. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the device was separated 7.8cm from the distal end. The core wire, nitinol tubing and platinum coil were all separated. The platinum coil was also extensively stretched and twisted. From the condition of the returned device, it appeared that excessive force had been applied to the device. Based on the information provided and the investigation it is most likely that operational context was the cause of the reported event.

Event description:
The physician had encountered difficulties accessing the lesion in a narrow and highly calcified side branch of the iliac artery with other guidewires. After several attempts to access the lesion with the subject device it was reported that the device 'pushed into the wall' and into the heavily calcified area. There was no injury to the vessel. The distal end broke off and was removed from the patient with the microcatheter. There was no clinical consequence to the patient.